Event description:
The hosp returned a cracked heartstring seal without prior notification. This is a reportable malfunction. The hosp did not provide any additional info. No pt complications were reported.